Event description:
Reporter alleged the lancet needle on the lancet device which is used for finger-stick blood glucose testing will not retract when the release button is pressed. Customer stated the lancet needle comes through the cap. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.